Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-01689 and 1627487-2013-01690. It was reported the patient's entire scs system was removed. It was reported the patient had recently lost stimulation (unk reason) and he was requiring an MRI for new pain.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.